Manufacturer narrative:
(B)(4). Investigation evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The complaint device was returned for evaluation in two pieces. Visual examination confirmed a fracture in the catheter approximately 1mm from the manifold on the proximal segment. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a redo double lumen tpn catheter was inserted on (B)(6) 2018 to deliver parenteral nutrition therapy. The line was noted to have fractured and was removed and replaced on an unknown date. Additional information with regards to the patient and event has been requested but not provided by the customer at the time of this report. As reported, the patient did not experience any additional adverse effects due to this occurrence.